Manufacturer narrative:
Investigation conclusion: all specimens tested negative via lyra. When repeated on solana 3 of 4 samples were showing inhibition leading to invalid results. Root cause: clinical sample issue. Source: email.

Event description:
Reported discrepent positive result for 1 symptomatic patient. The customer communicated the patient tested negative with another molecular (pcr testing) method.